Event description:
Issue description: the product was unpacked for a lead. The sheath advanced with guide wire, however, it got stuck and was unable to advance. Used other manufacture product successfully. Event date: on (B)(6) 2011, alert date: on (B)(6) 2011, patient status: n/a, product status: no return. Hospital / clinic: (B)(6) hospital, related products: device: f111/104687, ra:4470/681892 rv:0295/100654. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).